Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced infection, recurrence, and adhesions. Post-operative patient treatment included multiple surgical revisions.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced infection, recurrence, adhesions, gerd, weight gain, poor esophageal function, pain, mesh pulled away, bulge, heartburn, neck burning sensation, mesh pulled apart, tortuous esophagus, abscess, seroma and dysphagia. Post-operative patient treatment included multiple surgical revisions, redo nissen fundoplication, peg tube insertion 20-french, endoscopy with manometry catheter placement, egd, hernia repair with mesh and an esophagogastroscopy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced infection, recurrence, and adhesions. Post-operative patient treatment included multiple surgical revisions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced infection, recurrence, adhesions, gerd, weight gain, poor esophageal function, pain, mesh pulled away, bulge, heartburn, neck burning sensation, mesh pulled apart, tortuous esophagus, and dysphagia. Post-operative patient treatment included multiple surgical revisions, redo nissen fundoplication, peg tube insertion 20-french, endoscopy with manometry catheter placement, egd, and an esophagogastroscopy.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.